Event description:
It was reported that the patient passed away and the cause of death was unknown. There were no device issues at the time of death and the death was not considered to be device or therapy related. No autopsy was performed.

Manufacturer narrative:
Reporter phone number: (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4) and the patient's outcome could not conclusively be established through this evaluation. Mlp-027509 was not explanted for evaluation. The relevant sections of the device history records for mlp-027509 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.